Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator failed to convert rhythm by providing appropriate output during arrhythmia. It was further noted that the arrhythmia fell into ventricular fibrillation. The device successfully converted rhythm to normal. The patient died and there is no known allegation from a health care professional that suggests that the death was device related.